Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported during a surgery that the shaver blade broke when the surgeon attempted to remove it. The broken pieces were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-8550obt, burr, batch 15019599, was received for investigation. Visual inspection noted surface damage to the outer hood and inner tube. The inner tube was also detached from the blue hub, likely due to excessive forces during use. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error due to prying or leveraging the attachment during use. The complaint allegation that the blade has disengaged from the handpiece is confirmed. Refer to the attached investigation photos.

Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
*** 04-november-2025 majung - further information was received from arthrex fr: it was reported during a surgery that the shaver blade unclipped. The surgeon noticed the anomaly before the shaver blade entered the joint. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device of the same part number. It was not necessary to switch the surgical technique or perform a second surgery.